Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing the trocar from the outer sleeve, the blue seal from inside came out with the trocar. There was no patient injury.